Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced pain around the ipg site where the ipg tilted, and discoloration was noticed. The patient felt that the wound was trying to open on the right side of the incision or there could be a suture left in there.

Event description:
It was reported that the patient experienced pain around the implantable pulse generator (ipg) site where the ipg tilted, and discoloration was noticed. The patient felt that the wound was trying to open on the right side of the incision or there could be a suture left in there. Additional information was received that the patient underwent a revision procedure wherein the pocket was placed deeper and placed the ipg back in the original location. The patient was doing well postoperatively. No device malfunction was suspected.